Event description:
We have received information about an incident in which this ventilator failed in an intensive care unit during therapy without an alarm. The patient was able to attract attention and the nursing staff treated the patient immediately and connected him to another ventilator. No consequential damage is known. This event occurred in switzerland with firmware version 1.7.0003, which is not used in the USA.

Event description:
We have received information about an incident in which this ventilator failed in an intensive care unit during therapy without an alarm. The patient was able to attract attention and the nursing staff treated the patient immediately and connected him to another ventilator. No consequential damage is known. This event occurred in switzerland with firmware version 1.7.0003, which is not used in the USA.